Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, drawer had failed and not able to open. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient and that there was no impact. There were no delays, adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, it was determined that the drawer was failed. The field service engineer stated that the workorder was canceled since the customer resolved the issue. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, drawer had failed and not able to open. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient and that there was no impact. There were no delays, adverse events or injuries reported based on this incident.